Event description:
It was reported that the rv lead had dislodged post-implant causing a high pacing threshold. The helix could not be extended due to tissue in the tip. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.